Event description:
It was reported by the edwards territory manager that the patient¿s blood pressure (bp) dropped to 60/40 after bav during a transapical tavr procedure. The team decided to implant a 26mm sapien valve at this bp, before waiting for the pressure to recover. After valve implantation, the pressure remained low (60/40) and the heart rhythm was not in normal sinus rhythm; it was reported to be a slow rhythm due to a block, which returned to a normal sinus rhythm. The valve was implanted a little high (70:30 aortic) and the echo revealed a moderate to severe leak, determined to be both central and paravalvular. At this time, the physician opted to put the patient on pump. With the patient stabilized, they implanted a second 26mm sapien approximately 4mm lower. The bp was normal and review of the echo revealed trace to no leak. The chest was closed, the patient was taken off of pump and was noted to be stable at the end of the procedure. Additional information noted there was moderate native valve/leaflet calcification and mild aortic root calcification. The patient¿s lvef and other relevant cardiac history were not provided.

Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the cause for the hypotension initially after the bav was performed cannot be confirmed; however patient (underlying severe aortic stenosis, pre-existing comorbidities) and procedural factors (rapid ventricular pacing, and anesthesia) could have caused or contributed to the hypotension. Post valve deployment the ongoing hypotension could have been related to the moderate severe regurgitation which resolved with the deployment of a second valve in a more ventricular position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.